Event description:
It is reported that the poly surface was snapped in and the surgeon was able to dislodge it by hand. The surgeon felt the locking mechanism did not engage properly so a new surface was opened and implanted successfully.

Manufacturer narrative:
Evaluation summary: based on a review of the device and available information, it appears the device was properly aligned during the implantation attempt. It is possible that soft tissue may have impeded the proper seating of the device, however a definitive cause cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. As received the inner/smaller dovetail feature exhibits deformation damage consistent with proper device alignment during implantation. The wider portion of the dovetail feature does not appear to show any deformation damage. The device was found to meet dimensional specifications as measured. Additionally, no deformation damage is noted to either of the posterior retaining tabs.